Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was ruptured. The device was removed from the patient and the procedure was completed with different device. There were no patient complications nor injuries reported. The patient condition was good.